Event description:
It was reported that an ilet pump displayed vertical lines on the screen and subsequently powered off during troubleshooting despite a full battery, after which the user transitioned to backup therapy and reported normal blood glucose at the time of the call. Symptoms included no adverse clinical effects. Outcomes included continued glycemic management with backup methods without interruption. Investigation included remote assessment and replacement of the device, with instructions provided for data sync, shutdown procedure, and return of the original pump. Investigation revealed a device display malfunction and unexpected shutdown consistent with a hardware screen visibility issue on the pump component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the device display system.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."